Event description:
Customer reported a malfunction issue with a code of 12-0x2071. There was no reported impact to the customer¿s blood glucose level. The customer was able to continue using the pump and stated they call back if any issues reoccurred.